Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had damaged coiled cord and chassis as the device was dropped while carrying it on the table. There was no patient involvement

Manufacturer narrative:
Updated fields - b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states, fse is awaiting a quote and a way to proceed from demo rental. Fse needs to replace cable coil cord (0012-00-1839), kitb cardiosave top cover installation (0040-00-0454) and cover cart top (0380-00-0541). This is a customer abuse of unit quote and they will pay for repairs. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.